Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose and was hospitalized in intensive care unit. Customer's blood glucose reading was high at the time of admission. Caller stated that the customer had an infection that was maybe causing the high blood glucose. Nothing further was reported.